Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to a flow issue. At (B)(6) gestational age, due to hypoplastic left heart syndrome, placement of a multi-link mini vision stent in the atrial septum was attempted. The stent was placed trans-septally, but appeared to be positioned diagonally across a long tract in the septum, and flow through this length could not be demonstrated by doppler. After birth, the newborn was placed on extracorporeal membrane oxygenation (ECMO), but died. Details are listed in the article, titled technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of occlusion, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number.